Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump monitored and no missing segment during testing. All of the buttons are functioning properly and no damage was found on the keypad assembly. The connector was inspected on the lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that the insulin pump display screen is scratched and looks as if it is pushed in. The customer's blood glucose reading was 160 mg/dl at the time of incident. Troubleshooting found that the display screen is cracked and the buttons are slow to respond. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.